Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that issues delivering ativan on the syringe pump.

Manufacturer narrative:
Samples were returned with associated pump pr (B)(6), from the pump complaint, there is only a pcu and pump module returned, there is no tubing available. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a replicated failure. A device history record review was not performed as the lot number is "unknown" for this complaint. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.